Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg was unable to establish communication with the charger. The ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.